Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u46 from the analog pcb assembly. The ic chip had no output voltage at leg 7. The device was replaced under warranty.

Event description:
The customer initially reported that their device had its service wrench icon illuminated. After an evaluation of the device, it was observed that the device was unable to recognize a shockable rhythm with the AED functionality. There was no patient use associated with the reported issue.